Event description:
Drive devilbiss healthcare was notified of an incident by the end user who reported that the rollator's frame snapped in half during use, causing her to fall. As a result of the fall, the end user sustained a broken toe. There was no medical intervention required for the broken toe. The device was discarded by the end user and is unavailable for inspection or further evaluation. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.